Manufacturer narrative:
No further investigation required. Information from the study sufficient to make accurate reporting decisions. Should new information become available, this event will be further reviewed.

Event description:
Boston scientific received information that the patient with this device sought legal representation due to what was described as an unnecessary implant which subsequently required explant, due to pocket erosion and corresponding adverse effects. Field follow-up confirmed the patient's original device implant had been approximately 10 years prior and was a non boston scientific device. Additionally, the associated system leads are also non boston scientific products. The representative was unable to confirm the rationale for the current system explant.